Event description:
The patient reported ongoing insulin delivery despite critically low blood glucose levels. At approximately 70 mg/dl, and despite carbohydrate intake, the system continued insulin administration, leading to a further decrease in blood glucose to 32 mg/dl. To treat their low blood glucose, the patient consumed milk, cookies, and orange juice. Medical treatment was not required.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.3. Hardware: iphone18.4. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.